Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had blood glucose levels that were below 40 mg/dl. The patient reported that they had an ambulance come to their home and provide medical attention. The patient received glucose gel to raise their levels.